Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedances on the right ventricular (rv) defibrillation lead. The patient is not pacemaker dependent and never needed therapy since implant. The lead was surgically abandoned and replaced without incident while the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.